Event description:
A malfunction on the pump was reported by the caller, who mentioned that no notable events preceded the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump, and the caller was assisted with the process. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump while instructed to contact support again if the issue reappears. The caller acknowledged and understood these instructions.